Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss. The analysis did reveal a link break which would appear similar to the reported cuff miss, as the suture would not present when the plunger is retracted. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two other perclose proglide devices are being filed under a separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a transcatheter aortic valve implantation procedure. Reportedly, when the plunger was retracted the suture had not connected, a probable cuff miss. Two additional perclose proglide devices were used with the same results. A fourth perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was a reported 30- 45 minute delay in procedure due to changing the device 4 times. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.